Event description:
It was reported that the device inappropriately detected a lead integrity issue and alerted. The device was oversensing clinically irrelevant t waves and when combined with non-sustained tachycardia episodes due to t waves, it falsely triggered the lead integrity alert algorithm. The lead impedances were stable and there was no noise from a lead fracture noted on the electrogram; there was not a lead integrity issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0148 competitor implantable tachy lead 2001 (B)(6); 8709 catheter 2006 (B)(6); 8637 neuro pump 2010 (B)(6). (B)(4).